Event description:
It was reported by the customer's father that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 480 mg/dl at time of hospitalization. Customer declined troubleshooting at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.